Event description:
Per the patient, she experienced bleeding, a burning sensation and extra skin growth at the implant site. A skin revision was performed and a topical antibiotic and steroid was applied to the site.

Manufacturer narrative:
This report is submitted on sept 26, 2022.